Event description:
Received email from patient who described switching from gas permeable lenses to acuvue oasys contact lenses. The patient stated that after two weeks he/she slept in the lenses and woke up with eyes burning. The patient removed the lenses and went back to sleep. The next morning the patient reported poor vision and went to the optometrist. The patient reports being diagnosed with "users" (sic). Have not received follow up information from the patient. Presume he is describing corneal ulcers. Describes treatment in a dark room the first 2 days and photophobia since the incident. Filed as a serious injury on the limited information available due to the report of the treatment and ongoing symptoms.

Manufacturer narrative:
Device labeling single use or reuse.